Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced reservoir migration from the posterior space of the abdomen into the scrotum, which led to a surgical intervention. During surgery, the reservoir was removed and replaced. No additional complications were reported. The patient is expected to fully recover.